Event description:
It was reported the patient was unable to adjust the stimulation. The patient stated the device "shocks in different parts of my body", and "that it hurts where the implant was". Patient had this issue since (B)(6) 2009, but had trouble addressing this issue since he was at cheshire correctional. There was no known accident or incident related to this complaint. The patient's status was unknown. The physician had discharged the patient from the practice.

Manufacturer narrative:
(B)(4)